Event description:
It was reported that an angio-seal was deployed post femoral angiogram. Hemostasis was obtained and no complications were noted. Three days later, the nurse noted that the dressing was dry and intact in the right groin, with some bruising present. The next morning, the nurse noted that the patient was found laying on his right side in a resting fetal position. The patient had been coughing and complained of pain in right groin area. When the nurse looked at the groin, she found a large hard hematoma spanning from an abdominal fold to mid thigh and around to the right buttock. Manual compression was applied per physicians order. The hematoma then became softer and a wedge dressing was applied. Later that same morning, the patient complained of right groin pain with a rating of 6/10. A doppler ultrasound was performed. Later that afternoon, the patient went back to the cardiac cath lab for placement of an ivc filter by a vascular surgeon due to a diagnosis of dvt in the right femoral vein. The nurse's notes stated that the hematoma was decreasing. Lab results show, the patient's hemoglobin had dropped from 11+ immediately post procedure to 9+ by two days prior. Three days later, there were no further notes regarding the groin and the patient's hemoglobin was 9.7. The patient is still hospitalized due to co-morbidities.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.